Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the atrial egm on the analyzer was not functioning properly. The atrial egm functions as expected. It was however identified that the patient connector was damaged. All found defective parts were replaced. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial egm (electrogram) on the analyzer was not functioning properly. The analyzer was returned for analysis. There was no patient involvement.